Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the retrieved item has been analysed and it matches to the specification. The trial, according to the drawing, represent the implant with the teeth pyramids and so 1 mm higher.

Manufacturer narrative:
Additional information received from the initial reporter on 30 january 2017 and includes: the surgery was a c6 / c7 - one level, using cage and plate mecta-c. On 30 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: in this case, either the product was mislabelled or a production defect was detected, according to report. No confirmation has been made yet. Therefore, this event has no clinical origin and the clinical investigation is not necessary. On 08 february 2017 the r&d project manager performed a preliminary investigation and commented as follows: the height of the trials is the same as the height of the implant with the pyramids. From the pictures provided this statement seems to be confirmed. A visual inspection and a measurement of the piece has to be performed in order to verify this statement. Batch reviews performed on 14 february 2017. Lot 148949: (B)(4) items manufactured and released on 22 february 2016. Expiration date: 2021-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mecta-c flat trial instrument 15x18x5 l7°, code 03.29.10.0414. Lot. 1111902: (B)(4) items manufactured and released on 19 january 2012. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
During a mecta-c surgery, the surgeon inserted a 5 mm cage but it was mobilized. The surgeon thinks the final height of the implant was different from the trial cage. The surgeon had to replace the 5mm final cage and the surgery was delayed of about 2 hours due to this event (it was planned just for 1 hour).